Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the leads were explanted and replaced to address the issue. During the explant, lead fracture was confirmed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedances on all contacts of both leads. As a result, surgical intervention may be undertaken to address the issue.